Event description:
It was reported that an arteriotomy closure was attempted in the common femoral artery using a perclose proglide device after a coronary stenting procedure. Reportedly, when the plunger was removed from the proglide device a cuff miss occurred. The device was removed and hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; the return of the device may have assisted in the investigation of the reported event. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Information concerning user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. A femoral angiogram was taken and no calcification was reported. No other relevant patient medical history was provided. The evaluation could not conclude whether manufacturing, user technique or anatomical conditions had influence on the reported experience; therefore, a definitive cause of the reported cuff miss could not be determined. A review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence - reported as occurred approximately 2 weeks ago. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.